Event description:
The introducer broke while trying to remove it from the groin despite using the dilator for the sheath and a guidewire to remove it. The plastic coating still cracked and had to be surgically removed extending the pt's admission.